Event description:
It was reported that the user was unable to attach the connector during the fill tubing step, the connector came out, and the user had difficulty removing the cartridge; the user performed a rewind, successfully removed the cartridge, replaced the connector, and then completed the fill tubing step without further issues. Customer care provided support that included user troubleshooting and education that resulted in replacing the connector and repeating pump setup steps. Investigation of this case revealed that the connector was replaced and normal function resumed, consistent with a use-related handling issue affecting the connector component. No clinical symptoms associated with hyperglycemia reported. Outcomes included successful completion of the infusion setup with no alerts, alarms, or need for replacement supplies. It was concluded, based on previously established findings for similar reports, that the cause was user technique.